Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 system displayed a ups warning message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 system displayed a ups warning message during a procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 console. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative spoke with the customer over the phone and provided technical support. The customer was able to resolve the issue on their own through battery replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Customer resolved the issue on their own.